Manufacturer narrative:
B4: 16oct2019. The service technician confirmed the issue was resolved by replacing the power status light emitting diode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported power failure consistent with power on self-test timer/24v failure. There was no patient or user harm reported.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of the report: 27aug2019.

Event description:
The customer reported power failure consistent with power on self-test timer/24v failure. There was no patient or user harm reported.